Manufacturer narrative:
Analysis of the probe 9733457 pedicle 2.25mm (serial #: (B)(4)) found physical damage, as there was a bent instrument tip. As reported, the tip of the probe is visibly bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. Product event summary # (B)(4), damaged 2.25mm pedical probe. Other relevant device(s) are: product ID: 9 733457, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a pedicle probe was damaged and had a bent tip. No patient present.